Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir migrated towards scrotum, right about penoscrotal junction. The component was removed and replaced. There were no patient complications reported.